Event description:
It was reported that device delivered inappropriate hv therapy. Programming changes were made and patient condition is good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.